Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while using the powered stapler and reload for the second to last firing on the stomach, the reload would not fire. The tissue was deemed to fall within the correct thickness to easily accommodate that reload. The reload was loaded, cycled, had three solid green lights indicated on the powered stapler that it had been loaded correctly. It was inserted into the patient and once on the correct tissue, the surgeon pressed the green firing button that flashed green correctly and then pressed the top button blue of the powered stapler to fire and nothing happened. A short noise of the motor occurred and then nothing. It was taken out, of the patient, reloaded again with the same reload and the same thing happened. Then a new reload was opened and it worked perfectly. The faulty reload did not deposit any staples or cut anything so the tissue remained undamaged. No reinforcing material was used on any reloads. Not untoward damage to patient, tissue, or blood loss. Method - (eto or autoclave) autoclave. What type of cleaning was used on this device - (manual or auto-washer) autowasher. (B)(4). As on the original form, age is (B)(6) yrs, female, (B)(6) kgs.